Event description:
The customer reported tempus pro display screen was misaligned on the right-hand side and stated it was a possible bad sensor. A user report was received related to a reported product problem which was investigated. The device display assembly was replaced to correct the reported issue. Device nbp and co2 were calibrated and returned to the customer with full specification